Event description:
It was reported that the pt was seen at the implant center in march 2001 for device evaluation. The pt reportedly was experiencing vestibular problems. Testing conducted revealed the presence of a fistula in the pt's implanted ear. In 2001, exploratory surgery was performed. At that time, surgeon repacked the cochleostomy.